Event description:
This device shuts off without any user interaction; device was never removed from ac power. Once the device shuts off, the oxygenated and humidified breathing treatment is interrupted. Once interrupted, the patient's oxygen saturation begins to decrease. An extended interruption can result in excessively low saturation levels if not detected. When the device shuts off, no audible or visual alarm is present to alert health care providers.